Event description:
It was reported that during a da vinci assisted surgical procedure, the operation room (or) staff contacted the technical support engineer (tse) to report arm1 faulting on system power up. The or staff cycled system power and hard booted patient cart before calling. The tse asked or staff to follow system prompts to disable arm1. The tse informed or staff that arm1 requires service. The tse asked or staff to inform surgeon that arm2, arm3 and arm4 are available. The procedure was completed robotically with no reported injury. Isi followed up with the initial reporter and obtained additional information: the initial reporter said that the arm 1 was disabled during the procedure.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse replaced the universal surgical manipulator (usm) to resolve the issue. System tested and verified ready for use. Isi has received the instrument; however, failure analysis has not completed their investigation.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The field service engineer replaced the universal surgical manipulator (usm) and the distal set up joint (suj) to resolve the issue. The distal set up joint (suj) was evaluated and in lighthouse, error 23138 was confirmed indicating motor communication faults reported within the tornado. Error 17 and 32 were also confirmed to occur during a separate power cycle, indicating node communication faults (within the wheel). Installed distal onto golden system where no faults occurred in normal mode. After exercising distal, errors 17 & 32, coupled with 307, were replicated in error logs. Faults cleared after additional power cycles. Tested distal on patient side cart fixture test platform (pftp)where it passed all relevant testing, with no related errors replicating in the logs. After testing was complete, visual inspection found no issues related to the reported event. As a result of these findings, failure analysis concluded that the motor module assembly, cable assemblies, and axes controller tornado (act) board are consistent with the reported event and could be the potential root causes. The usm was evaluated by the failure analysis (fa) who performed a visual inspection and found no problem related to reported issue. The fa checked and verified error 23138 in lighthouse (aperture), then installed on an internal equipment, fixture, or tool (eft) system and powered on. The system powered on with no errors or faults so installed instruments and drove system. During the drive there were no errors or faults, so removed instruments and power cycled and drove system several more times-still with no failure or errors. At this time cannot confirm reported issue during system testing and will need further diagnosis.